Event description:
Per 21cfr803, an MDR reportable event. Complaint received from patient that alleges "non-freezing cold injury". Questionnaire not received from clinician and/or patient. Product returned to manufacturer for review. Device not returned to manufacturer for evaluation. Product questionnaire not received from clinician and/or patient.